Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/procedure initial placement of the guiding catheter resulted in a kink and eventually separation of the guiding catheter. Reportedly the pt underwent surgery to retrieve the separated guiding catheter.